Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the pulse generator exhibited high output rate which resulted in the patient to experience atrial tachycardia. Post operation, the device was interrogated and exhibited normal functions. The device was reprogrammed. The patient was discharged.